Event description:
It was reported that pump displayed altitude alarm 21 while insulin delivery was suspended, and pump was operating within validated altitude range with speaker holes unobstructed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes, remove and reconnect cartridge, and wait to resume insulin; insulin could not be resumed and new cartridge could not be loaded at that time, so customer planned to load new cartridge when ready, was provided tips to prevent altitude alarms, and was advised to follow up if issue persisted, which customer acknowledged and understood.